Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 275 g/m. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the size of the needle used? Sh 26mm. Was more than half the needle retained in the patient? Everything was found, but they did not save the sample for me. Where is the needle retained in what structure? No. Are there plans to remove the retained needle piece? Everything found and repaired. How long was the delay? Was there any change in the patient¿s post-operative care due to the prolonged procedure? 45 minutes, kept on doing, no harm documented. Normally they use hr26s from braun, they weren¿t used to ours and decided to take a sh instead of ct2. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Device history lot a manufacturing record evaluation was performed for the finished device vcp318h; qmbbclt0, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a dlh surgery and removal of ovarian cyst on (B)(6) 2021 and suture was used. During the lengthy, difficult procedure one (1) needle broke. Part of the needle fell int situ and could not be retrieved. Significant delay in surgery time by 45 min. Needle was retrieved. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/15/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: thirty-two packets of product code vcp318h were returned for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packet. In order to evaluate the conditions of thirteen samples, the packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The needle was intact and no damages, bending, or breakage on the body, tip, or swage area were observed during evaluation. The functional test was performed, to needle by resistance and met the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 ¿g/m.